Event description:
Patient was revised to address lag screw back out.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, initial placement and bone quality are contributing factors. A search of the complaint database found no prior reports for this part and lot number combination. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.